Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis. The customer's reported problem was "reoccurring lec 10040 in history, lec 10104, 10102". A visual inspection found the pump to be in good physical condition. Evidence of reported problem in event log was not available. Observed the pump displaying an error code "10104" alarming message when a battery is inserted during the investigation. Returned pump check and found missing all labels. The "reoccurring lec 10040 in history, lec 10104, 10102" issues were caused by customer damage. Reinstalled boot and software applications and solved all issues. What caused the reported problem was determined to be customer damage. Who caused the reported problem was determined to be the customer.

Event description:
It was reported that a cadd® cadd-prizm® vip system had a recurring lec 10040 in history, lec 10104, 10102. Unknown if there was patient involvement.

Manufacturer narrative:
Additional information received no patient involvement.

Event description:
Additional information received stating that no patient was involved and no medical intervention was therefore required. The customer also provided the event date.